Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction 16-0x20e6. There was no reported information about the impact on the customer's blood glucose level. The customer reset the pump, but it was decided that the pump needed replacement for being within warranty. Technical support provided instructions for returning the problematic pump and ensured a replacement was shipped.